Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. H6: mechanical (g04) ¿ drill visual examination of the returned product identified signs of repeated use. There is galling on the shaft of the reamer, gouging around the collar at the distal end of the reamer and some nicks and gouges on the reamer. The distal tip of the reamer is cracked but not fractured. Checked the product identifiers on the print and both were conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the post reamer was broken during a procedure. No patient impact has been reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.